Event description:
A 67 year old female patient admitted on 9/18/92 for a left total knee arthroplasty. The pca pump was initiated at 11:50 a.m. With 50 mg morphine in 50ml at a concentration of 1 mg/ml to run at 2 mg/hr. Continous rate with a pca dose of 0.3 mg with a lockout interval of 12 minutes. On 9/18/92 the pca continous rate was documented at 1 mg/hr continous rate. On 9/19/92, the syringe was found to have 3 cc remaining and continous rate displayaed at 31 mg/hr. Patient respirations were 12 per minute. At 8:20 p.m. An order was received for 1 amp. Of narcan to be given i.v. Now. Patient was observed and vital signs monitored every 15 minutes for four hours and incentive spirometry was administered every two hours through the nightdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - human factors, unanticipated adverse reaction - short term. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.